Manufacturer narrative:
Concomitant medical products: product ID: 9735737, software version #: version: (B)(4). A medtronic representative visited the site to evaluate the equipment. No failures were found. Software analysis was performed. It was found that this is a known software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that during a cranial registration, the 3d model disappeared although the green dots remained present. Upon finishing the trace registration, the screen turned blue and an ¿internal error 24¿ message appeared. It was noted that the site shut down and rebooted the system and everything returned to normal. It was confirmed that they were navigating successfully. The amount of delay to the procedure was unknown and there was no reported impact to patient outcome. Additional information was received. It was reported that there was a delay to the procedure of less than one hour. The procedure was a cranial resection.